Event description:
Catheter was being used for a jejunostomy tube placement. The catheter was used to select pylorus. Wire and cook catheter were inserted. Cook catheter was exchanged for an angiodynamics berenstein catheter. The wire was then removed. 6cc injected of m076 contrast followed by a 10cc bolus of normal saline. The wire was then reinserted and the tip separated. When the wire was passed through the tip, dr reported only standard resistance. Tech said this happened once before and the tip was not recovered.